Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op a laparoscopic adjustable band procedure, the patient complained of a lost of restriction. A leak was suspected. During an exploratory lap was performed and a small hole was found in the balloon close to the area of the buckle. The band was removed and a new band was implanted. The band is being retained by the account.